Manufacturer narrative:
Concomitant medical product: baxter non-dehp y-type catheter extension set ((B)(4)), therapy date: unknown. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was pre-medicated with solu cortef prior to a taxol infusion with another medication. Half-way through the infusion, the patient experienced lower back pain. The patient received benadryl 50 mg IV push and/or solu cortef to treat the reported symptoms. The customer reported the primary set is primed with ns and loaded into the IV pump. Once loaded into the pump, the taxol 0.3-1.2 mg/ml (100-500 ml bag), is spiked and the dedicated taxol line is primed via the pump at 999 ml/hr for 20 ml because the priming volume of the set is 26 ml. Prior to the taxol infusion, the patient receives secondary infusions of dexamethasone IV 10 or 20mg (depending on the protocol), ranitidine 50mg and benadryl 50 mg. The event occurred in b)(6) 2016.